Event description:
Additional information was received that following implant and pocket closure, the lv dislodged and resulted in the reported pacing inhibition. It was noted that the patient was moving around a lot. The patient was not lv dependent.

Manufacturer narrative:
(B)(4). The lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and less than two seconds of pacing inhibition. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.